Manufacturer narrative:
D10 concomitant products: bz4212a - open sealer/div bz4212a bizact 5mm-12cm, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively an open pediatric tonsillectomy, the device was being used on tonsils, but after surgery the patient had moderate bleeding (bleeding which does not result in a temporary or permanent impairment of a body function or permanent damage to a body structure). No imaging was done, but it resulted in an extended hospitalization. A product was used together with the device.